Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized and was treated with cefazolin and ceftazidime injection (1 gram, ongoing, routes and frequencies not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was reported that the patient was retrained for proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported that five days after the peritonitis onset, the patient experienced cardiac arrest. Treatment for the event was not reported. The same day, the patient passed away (while hospitalized). The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. It was reported the patient was recovering from the peritonitis event prior to death. It was reported pd therapy was ongoing at the time of death. Should additional relevant information become available, a supplemental report will be submitted.